Event description:
I used the abbott binaxnow home test kit to determine whether I had covid after returning from an international trip. My father was in the hospital and severely at-risk for covid, and I had doctor's appointments. I thought that I had a sinus infection from the cigarette smoke in europe, but just to be safe, before I went to the hospital for my father, I performed the binaxnow test on two separate days, and each time the test was negative. After experiencing a fever, I took another binaxnow test. It was again negative. Again, I assumed it was a sinus infection, but went to my doctor. Because I had tested negative three times with the binaxnow test, my doctor also assumed it was my usual sinus infection from smoke. Two days later, feeling horrible, I asked her if we could do a pcr test. I got the results today, and I am covid positive. Between the doctor's appointment on tuesday and today, I had gone to an ear/nose/throat doctor where two patients and a doctor were not wearing masks, and I also went to my doctor's office, where in the waiting room there were more than a dozen people waiting without masks. Thankfully I cancelled my physical therapy and massage appointment, and a hair appointment. When I called abbott today to complain about how their faulty product could have put others at risk, and potentially killed my father, they told me that their product "was just for information purposes only" and should not be used to make medical decisions. It should be used in conjunction with your medical professional. I spent (B)(6) for four tests to be responsible and proactive in my travel. I read the instructions in the package, but nowhere on the outside of the package does this say it's for "entertainment purposes only" (my words, not theirs). But. Abbott is duping people into thinking that they can rely on this test to protect themselves and others around them. Thank goodness I'm not one of the anti-masking idiots here in (B)(6), and at least I wore a mask and hopefully protected those other people. But the fact that abbott is allowed to sell this covid scam product is appalling. Please revoke their license to sell the binaxnow product. I have a subsequent pcr test from (B)(6) that shows I'm covid positive. FDA safety report ID# (B)(4).